Event description:
It was reported via voluntary medwatch that the patient presented with noise over-sensing exhibited on the right atrial lead. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147444.